Manufacturer narrative:
(B)(4).

Event description:
The endeavor resolute stent was removed from packaging per IFU and inspected all with no issues noted. It is reported that resistance was encountered when advancing the device and the stent got deformed in vivo during positioning. It is indicated that resistance may have been encountered when attempting to withdraw the stent delivery system back into the launcher guide catheter, on removal of stent it was damaged. No intervention was required. The procedure was completed with another resolute stent. No issues or patient injury reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information: target lesion was a long da lesion. Lesion pre-dilation was not performed. It was reported that the guide catheter was too long and when the physician attempted to withdraw the stent delivery system into the guide catheter, the delivery system got stuck. Lesion was then pre-dilated.